Manufacturer narrative:
(B)(4). Batch # p55996. Device analysis: the analysis found that one sc60a device was returned with no apparent damage and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic appendectomy procedure the device locked out on the first firing with an unknown reload and no buttressing material. The reverse button did not work. The device was removed by cutting it off of the tissue with a competitive device. Procedure was completed with another echelon device of the same product code. There were no patient consequences reported.